Event description:
The consumer indicated that she opened a tampon on the opposite end and there was a black/brown discoloration on the top of the tampon, which appeared to be mold.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product for evaluation on (B)(4) 2012. Lab analysis was performed and the presence of mold was confirmed on (B)(4) 2012.